Event description:
The line detached from the device during bypass and a blood leak was reported. The unit was changed out during the case with no patient complication reported. No additional information is available.